Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 3.1 was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not detected on bus. A field service engineer arrived at the station, and no failures were present. An inspection of drawer operation through the hardware test application (hta) diagnostics revealed no issues, and the drawer functioned normally. As a preventive measure, all drawer controller connections were reseated, and the hard stops on half height (hh) drawer 3 were cleaned to reduce the need for forceful closure. Drawer operation was tested again in both the application and hta diagnostics, with no issues noted. The system functioned as intended after the field service engineer repaired the device.